Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Also, performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and found a small hook at the tip of the insertion needle. Analysis was unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they received sensor error alerts. The customer was assisted with troubleshooting. Customer's blood glucose level was unknown at the time of the incident. Alerts were verified in the insulin pump's history. The customer stated that sensor appeared to be fully inserted and flat against the skin. At the end of troubleshooting, the customer was advised to change out sensor. The product was returned for analysis.